Event description:
The central monitoring unit (cmu) informed the administrative nurse manager (anm) of multiple telemetry failures (16), as well as paging the on-call biomed tech. The anm determined which patients were having arrhythmias on affected nursing units and contacted respective nurses to execute downtime procedure (utilize free-standing monitors with audible alarms on vulnerable patients, with continuous rounding for assessments).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reports passing out and states her spouse was unable to obtain a result on the aviva system, due to an error on the device. Customer's spouse made several attempts to test the customer; he treated her with 2 unspecified tablets and called paramedics. Paramedics arrived 12 minutes later and tested customer on her "precision" meter; result was 36 mg/dl. Paramedics treated customer with a glucose IV and she was taken to the hospital. Customer was monitored and released from the hospital 5 hours later after testing 160 mg/dl on professional device. Requested return of suspect device and replacement was sent.